Event description:
It was reported that a patient developed bradycardia after 20 hours device use. When the respiratory therapist checked the ventilator, it was found that the device was full of water and creating high peak pressure. A similar occurrence was noted after 12 hours use. No patient sequelae were reported.